Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Correction from load not released to ¿it is unknown whether or not the load was released or reprocessed.¿ (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra) and visual analysis. The DHR could not be reviewed as the lot number was not available. Trending analysis by lot number was not reviewed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. However, an image was sent by the customer which shows the top line is darker (red) than the color comparator bar which confirms the complaint. The concomitant sterrad® 100s was not tested as the customer reported the cycle completed. In addition, multiple attempts at obtaining additional information regarding the event were unsuccessful. The assignable cause of the issue cannot be determined at this time due to insufficient information. Should additional information become available, the complaint file will be re-evaluated. The issue will continue to be tracked and trended.